Event description:
Pt. Was s/p subarachnoid hemorrhage with craniotomy and clipping of a left mca aneurysm in 2005. At that time, a 2nd aneurysm was identified that could not be surgically repaired. She electively underwent basilar artery embolization and stent placement in 2006. During that procedure, the coil did not deploy properly. Attempts were made to remove the coil through the stent, but the coil was unable to be withdrawn and became lodged in the vertebral artery which required stenting to maintain blood flow to that part of the brain. The embolization was unable to be completed and the patient was transferred to the ICU. In the ICU, the patient became somnolent and it was determined that the aneurysm bled. The patient died the next day.